Event description:
It was reported that patient's device was not functioning. The patient went to the doctor's on tuesday, (B)(6) and when the patient programmer was put on the screen was "blackened out." The manufacturer representative stated it needed to be replaced. The patient was going to have surgery on the (B)(6). She was having incontinence and lots of uti's (urinary tract infections), one for the last two months and antibiotics had not been curing it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v382113 serial# implanted: 2010 (B)(6), explanted: product type lead product ID 3037 lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).

Event description:
Additional information received reported that the patient had her implant removed in (B)(6) because of it not functioning. The patient didn't know why it wasn't functioning.